Event description:
It was reported that during a breast biopsy, they received the l3-002 error code and heard a squealing noise intermittently. The probes were changed several times and continued to have the issue. There was no patient consequence reported, the case was completed using the same holster.

Manufacturer narrative:
H3. Evaluation summary: the analysis results confirmed the green cable error code during initialization because the green cable is damaged causing it to bind. The site replaced the green cable to correct the complaint. The grinding noise could not be duplicated. The holster was functionally tested and found to operate properly. Complaint information is trended on a regular basis to determine if further investigation is warranted.